Event description:
It was reported that the patient underwent an artificial urinary sphincter implantation surgery after having a previous incontinence sling implant. It was later reported that the previous sling was an advance sling. It was noted that after the sling was implanted, the level of incontinence was worse. No additional patient complications were reported in relation to this event.